Event description:
The package of this device was defective. Reportedly, "upon opening the sterile cover, it was noticed that the plastic tray which holds the kit components had come apart, causing components to fall out of tray when outer wrapping was opened". There was no pt involvement. The device is being returned for co's analysis.